Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. The contact was unable to verify the amount of insulin that the cartridge had been filled with; however, reported that the insulin gauge remained static at 80 units. The contact reloaded the cartridge successfully. Reportedly, the customer consumed some carbohydrates and experienced an elevated blood glucose (bg) level of 294 mg/dl. To address the bg level, the customer delivered a correction bolus.